Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 4:30 for a high blood glucose level. The customer's blood glucose at the time of the call is unknown. The customer already had a replacement pump before hospitalization. The customer stated they are not connecting to the pump until they see a nurse. The customer will send the bad pump back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.